Manufacturer narrative:
Unique device identification (UDI):(B)(4). The valve was returned for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; the proximal connector had been slightly pinched marks in the connector and small cut/tear in the silicon was noted on the proximal connector. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The possible root cause for valve occluded, could be due to biological debris and protein build up this may cause an occlusion, but at the time of investigation no occlusion was noted. The root cause for the marks in the proximal connector is probably due to using unshod forceps, as noted in the IFU, use shod forceps. This issue did not have an impact on the functioning of the valve. The root cause for the small cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the setting of a certas valve was not working. The valve was implanted via l-p shunt on (B)(6) 2019 with setting 4 for treatment of secondary normal pressure hydrocephalus (snph) due to subarachnoid hemorrhage (sah). However, the brain did not reduce the size and consciousness disorder was observed. The setting was changed to 1 from 4, but the situation did not improve. Therefore, the valve was replaced to a new one on (B)(6) 2020 with setting 1.